Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements and undersensing. The poor measurements were not able to be resolved even after the lead was repositioned several times. Therefore, this lead was removed from the patient and a non-boston scientific lead was implanted to complete the procedure. The attempted lead was discarded by the hospital due to covid protocols.